Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (42 mg/dl). Customer stated she noticed her blood glucose levels dropping, but did not know how to use the temporary rate feature to lower insulin being delivered. Customer consumed carbohydrates to stabilize blood glucose levels and declined any further troubleshooting.